Manufacturer narrative:
This medwatch is submitted to send the results of the investigation : b4 ; b5 ; g1-2 ; g7 ; h2 ; h3 ; h6 & h10 were updated. From information provided, based on the product history records, the review of the case and the recurrence of this type of event for this implant, it is assessed that the event is due to surgeon error. It points out that the surgeon probably did not follow the instructions mentioned in the surgical techniques, and did not use the level during surgery and rotated the implant (step11). As the product cannot be evaluated, the hypothesis cannot be validated. Thus, the investigation found no evidence to indicate a device issue. Root cause is unknown with hypothesis of user error (rotational movements, due to level not used). If additional information are received, complaint may be reopened as needed if analysis has to be reviewed.

Event description:
Mobi-c p&f us : disassembled during insertion. An information was received from a sales representative that a mobi-c came apart during insertion. Additional information received on february 19th 2019 : no previous surgery minimal delay (5 minutes to load another implant).

Manufacturer narrative:
This medwatch is submitted to send the follow-up report. Product will return to the manufacturer. Waiting for product return. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information received on february 19th 2019 : no previous surgery minimal delay (5 minutes to load another implant). Investigation still on progress. Conclusion not yet available.

Event description:
Mobi-c p&f us : disassembled during insertion. An information was received from a sales representative that a mobi-c came apart during insertion. Additional information received on february 19th 2019 : no previous surgery; minimal delay (5 minutes to load another implant). Investigation still on progress.

Manufacturer narrative:
This medwatch is submitted to send the an initial report. The information provided is insufficient to be able to take any actions. The sales representative said that there was a disassembly and no other information was provided. The complaints team reached out to that sales representative to ask him to fill out the complaint form but there was never an answer. More than 3 times he was contacted by e-mail. Without the device reference or lot# the review of the device history records could not be done other means of communication will be put in place in order to get the maximum information possible from the sales representative about the incident and to ensure, above all, the patient's health. Investigation still in progress. Not received by manufacturer yet.

Event description:
Mobi-c p&f us: disassembled during insertion. Information was received from a sales representative that a mobi-c came apart during insertion. No other information was communicated to ldr medical.